Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section d6b: if explanted; give date: not applicable, as the intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) had multiple indentations, marks, and scratches, which were identified during implantation. It was also noted that an enlarged wound had been created with a 2.4 mm keratome prior to injection. The implanted lens was not removed. Through follow-up, it was confirmed that despite the observed damage including a crack measuring approximately 2.5 mm × 1 mm located paracentrally, the lens remained implanted. The injector was noted to be slightly more difficult to turn; however, this did not raise concerns regarding the integrity of the lens. No patient injury, capsule tear, or unplanned medical or surgical interventions, such as vitrectomy, incision enlargement, or suturing, were required. The iol was loaded with balanced salt solution (bss). The lens is not available for return, as it remains implanted. No further information was provided.